Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their heart rate would drop with short, repeated bursts of running. The following physician confirmed that the right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing. Sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.